Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the fiber was thoroughly analyzed. Visual inspection revealed the fiber had broken into two pieces. Microscopic inspection showed that the fiber tip was degraded, but no defects were observed on the connector. It is likely that procedural conditions during device setup, use, or reprocessing contributed to the fiber's break. A fiber can be damaged or kinked during setup and may completely break once laser energy is applied. Functional testing identified a dim aiming beam, and the console displayed the message: "applicator has been used 15 times." This indicates the fiber exceeded the recommended 10-use limit stated in the IFU. The fiber was used and reprocessed more times than advised. The complaint against fiber break was confirmed. A review of the device's instructions for use (IFU) states: carefully inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device. Return it to boston scientific for replacement. And, the lighttrail reusable laser fiber may be used for a maximum of 10 application cycles, after which it must be discarded. Using the fiber beyond 10 cycles can present unforeseen risks to the patient, operator, and device. A review of the device history record (DHR) confirmed that the device met all manufacturing specifications, ruling out manufacturing defects. The investigation conclusion is failure to follow instructions, which indicates problems traced to the user not following the manufacturer's instructions.

Event description:
It was reported that during preparation, the fiber was fractured in the middle. The procedure was completed using another of the same device. There were no patient complications.

Event description:
It was reported that during preparation, the fiber was fractured in the middle. The procedure was completed using another of the same device. There were no patient complications.

Event description:
It was reported that during preparation, the fiber was fractured in the middle. The procedure was completed using another of the same device. There were no patient complications.